Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 years after the dental implant was installed in intraoral region #12, it was verified its loss of osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed.